Event description:
Customer reportedly obtained results of 220 mg/dl, 13 mg/dl, and 253 mg/dl on the active system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.